Event description:
Additional information was received that the ra lead was replaced to resolve this event.

Event description:
During an in clinic follow up, loss of capture, decreased pacing impedance and decreased sensing were observed on the right atrial (ra) lead. An x- ray imaging was performed and the ra lead was found dislodged. No intervention has been performed. The patient was stable.